Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of inappropriate auto mode switching due to atrial oversensing was observed. Atrial noise was also noted. The oversensing was reproducible with isometric exercises. No reprogramming was done.